Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after receiving unanticipated high voltage therapy. It was discovered that the left ventricular lead had become dislodged and had migrated into the atrium. Prior high capture thresholds were noted on the lead. It was thought that irritation from the dislodged lead may resulted in atrial fibrillation and the subsequent high voltage therapy. Lead revision was attempted but unsuccessful. The lead was capped without replacement. The patient was noted to be in good condition following the procedure and would be monitored.

Manufacturer narrative:
A review of the record has found that the lead was not returned, as was previously reported.